Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in coronary artery. A 300 pt es choice pt guidewire was selected for use. However, during the procedure, the entire tip broke off and remained in the patient. The procedure was completed, and no patient complications were reported.